Manufacturer narrative:
Lock b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced discomfort at the pocket site due to weight loss. The patient underwent a pocket revision procedure, was doing well postoperatively. The device remains implanted and in service.